Event description:
It was reported that patient faced infusion set leakage event on 29 may 2026. The leakage was in the quick release. The infusion set was in use for one day.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country:(B)(6). Name- medtronic minimed. Street-18000 devonshire street. City- northridge . State- ca . Zip code- 91325. Zip four- 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.